Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 10/20/24 (B)(6) 7:03pm pst. Patient husband called inquiring about meal announcements. Customer stated they feel bg is dropping too much after making dinner meal announcement. Patient bg currently 79mg/dl. Patient has paused ilet insulin delivery and had glucose tablets to keep bg within range. Were your bg levels affected by this issue (yes/no)? No. Agent provided information on meal announcements. Confirmed in reports that patient did make multiple meal announcements at once on (B)(6), which may have affected the algorithm. Patient husband stated he has taken over meal announcements since. Agent to reach out to field team to follow up with patient regarding meal announcements. Patient satisfied, to call back if they have any questions.